Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined as reduced stability of the outer and inner structure of the corrugated hose which encloses the cables. Graining was found underneath the fixing point of the hose on the ceiling carriage. The corrugated hose is made of pu (polyurethane) and the graining of the corrugated hose is a very slow process and depends on the operating conditions. On site cleaning of the hose and new fixation of the hose was performed. The manufacturer is not considering further actions resulting from this individual event.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that an adverse event occurred during operation of the axiom artis dbc system. During a clinical procedure, foreign matter fell from the ceiling onto the patient. No damage to the system was reported. There is no report of impact to the state of health of the patient involved.